Event description:
It was reported that 2 pn relion 32g x 4mm 3b tw 50ct had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the consumer received the wrong product from her pharmacy and her glucose level was higher than usual. Verbatim: consumer reported that she received the wrong product from her pharmacy and while using the product her glucose level was higher than usual. Consumer requested 8mm but received 4mm instead. Issue involves 2 boxes of the same lot number"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pn relion 32g x 4mm 3b tw 50ct had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the consumer received the wrong product from her pharmacy and her glucose level was higher than usual. Verbatim: consumer reported that she received the wrong product from her pharmacy and while using the product her glucose level was higher than usual. Consumer requested 8mm but received 4mm instead. Issue involves 2 boxes of the same lot number".